Event description:
The doctor was performing a hysteroscopy and when he pulled out the porcelain tip on the insulated sheath, the tip was not there. He was able to see it and tried to remove it with a polyp forceps. At that point, the tip broke into pieces. He was able to retrieve the pieces with forceps. All the pieces were retrieved and the surgeon did another exam with the scope to verify that no pieces were retained in the pt. There was no pt harm.

Manufacturer narrative:
Due to the fact that the instrument hasn't been returned to gyrus acmi for review, the exact cause of the failure cannot be determined. If the instrument is returned, the complaint will be reopened and investigated. Conclusion: a search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: a broken ceramic tip has typically been proven to be caused by customer misuse, resulting from the application of excessive lateral force on the sheath during insertion or removal from the outer cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is provided with the instrument. A second common cause has been determined to be mishandling of the instrument such as dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of mishandling often results in chips or cracks in the ceramic tip that will lead to complete separation of the tip during subsequent handling or use. A third potential cause is the exposure to extreme heat from a laser or electrode during a procedure. This misuse can result in a stress fracture in the ceramic, which ultimately results in the complete separation of the ceramic tip from the tube. This type of incident is cautioned against by the recommendation of activating the laser or electrode only when in clear view through the resectoscope, safely away from the ceramic tip.